Event description:
It was reported that the patient presented urosepsis symptoms and a catheter from an unknown source. A cystoscopy was performed and it showed that the artificial urinary sphincter (aus) cuff had eroded into urethra. The entire aus system was removed and patient left or with a catheter. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.